Event description:
The customer reported that their acuity central station rotorua ed rebooted unexpectedly. This resulted in a temporary inability to monitor patients centrally. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.